Event description:
It was reported that a healthcare provider (hcp) wanted to cancel bolus in-progress and program pump to minimum rate mode. It was noted that the hcp updated pump to minimum rate mode. It was reported that the patient was oversedated and was ¿not necessarily because of the pump as patient is on other meds in conjunction with the pump. It was noted that the hcp wanted pump stopped so they programmed it to minimum rate. It was reported that the drug was changed the day prior but they did not know the specific drug info before it was changed. It was noted that the pump was used to infuse hydromorphone. It was reported that the patient concentration was 50 mg/ml and dose was 3.63 mg/day. It was later reported that the emergency room (ER) called stating that the patient was found lethargic. It was noted that the patient was admitted to the ER. It was reported that the pump was refilled on (B)(6) 2014, ¿they had missed her original refill date.¿ it was noted that the hcp did not ¿fill¿ that the lethargy was due to the pump refill. It was reported that it may be from other medical problems. It was noted that the medications would not be delivered before wednesday evening. It was reported that the daily dose was 3.8 mg/day. It was noted that the bridge bolus catheter volume was 0.316 ml and bolus duration was 79 hours.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).